Event description:
A discordant test result occurred due to clot formation in the sample tube. Investigation indicates that the instrument's clot detection system was turned off. It may have been inadvertently disabled during the installation.